Event description:
It was reported that the lead had multiple high impedance measurements and the impedance varied. During the replacement procedure, it was noted that the lead had insulation damage just distal to the yoke. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a partial lead in segments was returned and analyzed and no anomalies were found. The outer tubing overlay was melted and had cosmetic environmental stress cracks. The outer insulation had a cosmetic depression. There was apparent explant damage. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.